Event description:
Event description boston scientific crm received information that this transvenous pacing lead exhibited noise. This noise was sensed by the device, and resulted in the generation of inappropriate tachy episodes as well as pacing inhibition. No symptoms were reported. The physician elected to explant and replace this lead with a different lead, which was performed without reported complication.